Event description:
Ion robot failed 3 times giving a code and a restart needed. The first two times were with initial setup of the machine. Intuitive support was called. After the 2nd fail, they advised a hard restart which was done. When the robot was being used and the needle was in the patient just prior to us taking a tissue sample, the robot failed again. Intuitive was called again and they said the machine was not safe to use anymore. We collected what sample we could from the position we were in, and pulled the robot out. We attempted to get sample via transbronchail biopsies, but this was unsuccessful. Error: repeated 23247 faults. Mfg. Representative came to repair the device and removed and replaced part.